Event description:
It was reported, the pt lost stimulation on the left side. The lead was replaced on (B) (6) 2007. There was no further injury to the pt.

Manufacturer narrative:
(B) (4): the lead (lot # b0398793k) was returned for analysis which revealed - all/multiple conductor wires broken. Analysis indicated all 8 conductors were either broken or partially broken 15.8 cm from the distal end of the lead. The body insulation of the lead was cut through and the lead was segmented. All the wires were cut. The distal end was intact and undamaged. There was some epoxy partially covering the #1 to #7 connectors; mostly extending around from the sight holes in the connectors. Apparently, there was enough exposed surface to not cause a connection issue. The proximal end of the lead was intact and undamaged.